Event description:
It was reported that this right atrial (ra) lead exhibited noise on the electrogram (egm) channel, so it was examined under fluoroscopy and it was found to have been damaged. Consequently the lead was capped and surgically abandoned. A new device was implanted. No additional patient effects were reported.